Manufacturer narrative:
These events were previously reported under MFR # 2916596-2026-02282. B3: the event date is estimated section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch #mw5185002 that the patient's post- left ventricular assist device (lvad) course had been notable for prostate cancer status post external beam radiation therapy (xrt) and lupron, complicated by radiation colon disease with multiple gastrointestinal (gi) bleeds which were thought to be due to radiation proctitis. There was a kinked/twisted outflow graft found and was status post revision of this through a thoracotomy with a placement of a stabilizing clip in 2020. There were no implantable cardioverter-defibrillator (ICD) or devices.